Manufacturer narrative:
No moisture damage was noted on all electronic assemblies. The insulin pump alarmed for a button error after boot up and had intermittent up arrow button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and tube window, broken battery tube threads, missing end cap sticker and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer stated the insulin pump could have been exposed to sweat since the customer had run a 10k that day. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.